Event description:
It was reported the patient came into the hospital with underdose symptoms. The pump was read with an clinician programmer and the logs showed a motor stall occurred. The motor stall never recovered. The healthcare professional (hcp) tried to stop the pump and then restart it, but this did not work. The pump had to be replaced too soon. The patient was listed as "alive - no injury". The pump was used to deliver morphine (unknown). Additional information has been requested for translation, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found a motor gear train anomaly of corrosion and/or wear and/or lubrication. The stall was due to shaft-bearing.